Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a high-pressure alarm. They denied any tubing kinks or closed clamps. Fingertip pressure to port site does not resolve alarm. Tubing clamped and cassette removed. Cassette tapped on hard surface and reattached. Tubing unclamped and pump restarted. Display reads run but alarm returned after. Pump settings did not match pharmacy label which read continuous rate of 2.4ml/hour and 110ml total volume to be infused. Pump settings were: rate 1ml, resolution volume 56.5, given 53.55. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.